Event description:
It was reported the scale was potentially inaccurate due to a calibration issue. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the scale was potentially inaccurate due to a calibration issue. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The service technician assisted the customer with troubleshooting the issue over the phone, and it was determined the cause was likely due to a malfunctioned load cell. The customer canceled their service request, indicating they would perform their own repair.